Event description:
A certified surgical tech from the user facility reports that a broken haptic was noted following insertion of the intraocular lens (iol). Enlargement of the incision was required to accommodate removal and replacement of the lens. The surgeon does not feel that the iol caused or contributed to a serious pt injury. Additional info has been requested.